Event description:
Add'l info rec'd from MFR 7/21/00: the final analysis results determined that premature battery depletion had occurred as a result of an internal short circuit in one of the battery cells. Based on the analysis results, medtronic concludes that the device was out of spec in a manner that relates to the event.

Event description:
Unable to interrogate defib. Defib replaced.